Event description:
It was reported that obsidio fragmented resulting in non target embolization requiring additional intervention. Obsidio was selected for a variceal embolization post-tips procedure. The varix was large. During the procedure, obsidio fragmented and deposited into an unintended location within the varix. The procedure was completed with coils. There were no patient complications as a result of this event.

Manufacturer narrative:
B3: date of event: no date provided, used the first date in the month of the aware date. Detailed product information was not provided to boston scientific. A good faith effort was completed to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.